Event description:
After 8 months of cochlear implantation, this patient reportedly developed a methicillin-resistant aureus infection and abcess. Her surgeon reported he believes the infection started due to an irritation caused by her speech processor rubbing against her skin. The patient's device was explanted on 10/27/2005 and she will not be reimplanted with another device. The infection reportedly spread throughout the patient's body. She was admitted into the hospital in 2005 for observation while being administered IV antibiotics. Her expected stay is 4 to 6 weeks. The patient's implant site reportedly appears very much improved.